Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 d4: batch # (B)(4). Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5lt device was returned with the obturator cannula damaged bent. The device was visually inspected and no damaged found on the sleeve. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the damage observed at analysis.

Event description:
It was reported that during an unknown procedure, the trocar had a bent tip and couldn't be used.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # unk. Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. No, na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.